Event description:
It was reported by distributor that the dressings had dark particles inside the dressing. The product was not used. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 2 of 4. Complainant street address: (B)(6). Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).